Event description:
It was reported following a trail implant on (B)(6) 2024, the patient developed leg pain and cramping down legs and the leads were pulled out. Patient is still experiencing pain after the removal of leads.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.